Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer states the actuator will work intermittently. It was determined to be a problem with the actuator cord.